Event description:
Nurse anesthetist was shocked during procedure. When asked, rptr stated that anesthetist was not wearing gloves. Rptr also stated that as anesthetist was shocked, the probe "did not seem to be working well. " a second probe was used and remainder of procedure was uneventful, pt is "o.k."